Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a light goes from bright to dark during an unspecific procedure, the procedure was completed using same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. The customer contacted olympus technical assistance support (tac) via phone tac provided remote troubleshooting, and the costumer reports that clv-190 light goes from bright to dark when in use. The customer has not responded to the follow up. The device will not be returned to olympus for evaluation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.